Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (contaminated with blood) pencan 27gx3 1/2" (88mm)-EU in open packaging and one pencan 27gx3 1/2" (88mm)-EU in original packaging. The received samples were taken to a visual examination. The used pencan cannula was broken off approx. 46 mm away from the cannula hub. The structure of the break of the raw cannula shows that the cannula was bent before the break. In addition, the outside diameter of the pencan cannulas were measured according to drawing. Nominal-value: 0.42 +0.01/-0 mm. Actual-values: used sample= 0.42 mm; sample in original packaging= 0.42 mm. The measured values (outside diameters) of the pencan cannulas are in accordance with our specification. With regard to the used sample we assume of problem during the application and consider the complaint to be not justified. We have informed our manufacturer accordingly. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to our bbm laboratory in germany for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): the needle broke during spinal anesthesia. The needle tip has remained at the inside of the patient's spine when removal of the needle. The patient was hospitalized to retrieve the foreign body. The intervention lasted 2 hours.